Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Failure to over-distract the disc space causes difficulty and additional forces when inserting the cage, as well as impacting the cage; both of these actions would lead to cage breakage. The IFU and stg both state to over-distract the disc space, as well as to not impact the cage during insertion. Conclusion: therefore, the most probable root cause is user error, deviation from instructions.

Event description:
It was reported that the cage 12/5 mm was broken during surgery. The surgery was completed with an available replacement. It was further reported that there was patient involvement, but no delays, additional medical intervention or adverse consequences.

Event description:
It was reported that the cage 12/5 mm was broken during surgery. The surgery was completed with an available replacement. It was further reported that there was patient involvement, but no delays, additional medical intervention or adverse consequences.